Event description:
Allegedly, on (B)(6) 2010, patient underwent surgery and had the conserve plus, implanted in his right hip. Within three months of the surgery, began to experience pain in his hips, on (B)(6) 2011, received a hip resurfacing surgery on his left hip, and was implanted with a conserve plus as well. Then on (B)(6) 2012 patient had revision surgery on his left hip to have the conserve plus removed. He had a second revision surgery on (B)(6) 2013 to have the conserve plus removed from his right hip.